Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 months ago. It was reported that the stent graft iliac limb had completely occluded with thrombus. The physician was able to remove some of the thrombosis with another manufacturer's balloon, but not enough to restore blood flow. The decision was made to create an aui on the left side. The physician used an aneurx 20 x 55 first and placed that in the left gate area sticking out past the graft bifurcation 2 cm and then an aneurx 28 cuff placing it half in/half out of the 20 x 55. A final angiogram was taken and the devices were positioned appropriately. A fem-fem bypass to restore blood flow to the patient's right side was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results/conclusion: (arterial and venous occlusion), other, (unknown cause of thrombosis). Other, secondary intervention.